Event description:
"Micropuncture technique attempted, however there was difficulty passing the wire-during an attempt to remove the entire system the wire was pulled and broke leaving a small remnant (2cm) of micropuncture wire in the soft tissue. A cut-down was made and the wire was removed w/o complications."

Manufacturer narrative:
Review of mfg records and quality inspection reports indicate that the product was manufactured within specification. No product was returned for eval. The initial report indicated that there was resistance in both advancing and withdrawing the wire. The instructions for use states "if resistance is met when advancing or withdrawing the guidewire or micro-introducer, determine the cause by fluoroscopy and correct before continuing with the procedure. Because of the delicate and fragile nature of guidewires, extra care in handling must be taken." User error is believed to have caused this event.